Manufacturer narrative:
(B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-feb-2016 for the following meddra preferred terms: abdominal pain.the analysis in the global safety database revealed (B)(4) cases; pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had abdominal/pelvic pain since essure (fallopian tube occlusion insert) insertion. According to her, she was submitted to a laparoscopic surgery to remove adhesions caused by the inflammation and reaction to the device. Abdominal and pelvic pain are listed events according to essure's reference safety information, while adhesions are unlisted. After essure insertion, abdominal and pelvic pain may occur. In this particular case, limited information was provided. The consumer reported pain amongst non-serious events and stated she had to undergo a surgery. She also mentioned adhesions due to essure. Neither information about devices location was provided or was consumer's concomitant conditions informed to conclude on the exact mechanism of the reported adhesions. Nevertheless, based on the information available, a contributory role of essure in the reported events cannot be totally rule out. Since a surgical intervention was required as treatment; this case is regarded as incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was received via regulatory authority.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 01-dec-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that since insertion she had experienced abdominal and pelvic pain, weight gain, fatigue, breast pain and severe bloating. She stated her outcome/consequences were that she have had laparoscopy surgery to remove adhesions caused by the inflammation and reaction to the device. Follow-up information received on 18-dec-2015: no follow-up is possible. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had abdominal/pelvic pain since essure (fallopian tube occlusion insert) insertion. According to her, she was submitted to a laparoscopic surgery to remove adhesions caused by the inflammation and reaction to the device. Abdominal and pelvic pain are listed events according to essure's reference safety information, while adhesions are unlisted. After essure insertion, abdominal and pelvic pain may occur. In this particular case, limited information was provided. The consumer reported pain amongst non-serious events and stated she had to undergo a surgery. She also mentioned adhesions due to essure. Neither information about devices location was provided or was consumer's concomitant conditions informed to conclude on the exact mechanism of the reported adhesions. Nevertheless, based on the information available, a contributory role of essure in the reported events cannot be totally rule out. Since a surgical intervention was required as treatment; this case is regarded as incident. A product technical analysis is being sought. No active follow-up will be pursued, since this case was received via regulatory authority.